Manufacturer narrative:
Concomitant medical products: product ID 3093-28, lot# j0349479v, product type: lead. (B)(4). Analysis of the implantable neurostimulator revealed that the setscrew was backed out too far.

Event description:
It was reported that there was high impedance during a battery change out case and the old implantable neurostimulator (ins) was changed out for normal battery depletion. Coming into the procedure the old ins had normal range impedances, less than 4000 ohms. The new ins had impedances tested up to 3 volts 240 pulse width and the impedances were reading greater than 4000 ohms. Troubleshooting included flushing out the ins port with sterile saline, irrigating the pocket, wiping down the lead, removing and reinserting the lead into the port, and flipping the ins on the other side, but impedances were still high. They did not test for motor response at all during the troubleshooting. The ins was tested in the pocket and the issue started in the operating room during the case. An impedance test was done again with the old, original ins that was being replaced and impedances were in the normal range so the doctor wanted to change out the new ins they had been working with. A second ins was opened, kept, and the patient was closed up. Post-operatively, the patient had stimulation at low voltage in the target area. The impedances resolved and the cause of the impedance issue was not determined. No lead fractures were noted. The patient was receiving effective therapy.